Event description:
Customer reported that both monitors failed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a faulty display adapter board. Sys operates as intended.